Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that the syringe leaks. One photo was provided to our quality team for evaluation. Upon visual inspection, evidence of liquid past the stopper is observed, verifying the reported concern. There was no visible damage or related defective observed that could have contributed to the reported leak a device history review was performed for reported lot 2503138, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified product met required specification. Six retained samples were used for additional evaluation. Visual inspection revealed no damage to the cylinders or any related abnormalities. Leak testing was performed on all samples, and results confirmed compliance with established specifications. Based on our investigation and photo evaluation, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: smoflipide 200 mg/ml passed between the first and second seals of the syringe. This is not the first time this problem has occurred; this incident happened once on (B)(6) 2025 and three times on (B)(6) 2025 with the same batch number. The latter incidents were not reported. The device was not retained. The event occurred several times, but this is the first report. Current patient status: no clinical consequences. Actions taken in the healthcare facility to treat the patient: none. The device was not in use on the patient when the problem occurred during manufacture, change of the offending device which led to a delay in the delivery of the drug. No negative consequences apart from the opening of a second device and a delay in the end of the preparation.